Event description:
It was reported that patient presented with an atrial lead that was exhibiting under-sensing, over-sensing noise, and high capture threshold. On (B)(6) 2303 the atrial lead was capped and new lead was implanted. The patient was in stable condition.